Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the ipg was unable to communicate with the patient controller after the patient underwent an unrelated surgery in (B)(6) 2019. Patient stated that prior to the surgery, the ipg was not placed in to surgery mode. Troubleshooting was attempted to no avail. Next course of action has not been determined.

Event description:
Additional information received indicated that the ipg, was replaced on (B)(6) 2019 as it was no longer able to communicate with external devices.